Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented with no capture in any pacing vector for the left ventricular lead. Cest x-ray showed the lead pulled back into the main coronary sinus. The lead was explanted and replaced. The patient was stable.